Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an adm shell was reported. The event was not confirmed. Method and results: device evaluation and results: there was evidence of fibrous on growth on the surface of the shell. The device was dimensionally within specification. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In the event it is reported that the patient had a revision of the hip due to dislocation however no additional information was provided. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported patient had a revision of hip due to dislocation.

Event description:
It was reported patient had a revision of hip due to dislocation.